Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Event description:
It was reported that the stent was damaged. While unpacking a 12 x 3.50mm taxus liberte stent delivery system the stent was noted to be damaged. The device did not enter the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found that the proximal section of the stent was flared. This damage is most likely caused by low pressure being applied to the balloon. No kinks or damage were noticed at the tip or along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that the stent was damaged. While unpacking a 12 x 3.50mm taxus liberte stent delivery system the stent was noted to be damaged. The device did not enter the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable.